Event description:
Upon autofilling, the balloon did not hold volume. The iab was removed and a second was inserted without any problem. Co also received the mandatory medwatch form from the distributor; uf/dist report #2026191-1996-0043).

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. A medwatch form was rec'd from the initial rptr or product user. Underwater leak testing revealed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque during iabp.